Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, femoral component, catalog #: unknown, lot #: unknown. Unknown, tibial component, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The x-ray provided is for a right knee and reported complaint is for left knee. Multiple MDR reports were filled for this event: 0001822565-2020-01603, 0001822565-2020-01604. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient has been experiencing pain due to fall. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. X-ray review indicates there is progressive development of extensive osteolysis involving all three implants of the left knee arthroplasty.there is extensive radiolucency reflecting osteolysis as noted.bone quality is osteopenic on all images. There is no definite implant loosening and no fracture of bone or implant and no evidence of implant subsidence. It was reported that patient experienced fall in (B)(6)2016 , however it unknown what caused the fall. Hence, definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.